Manufacturer narrative:
Concomitant medical products: product ID: 3093-28. Lot# va0p3s7, implanted: (B)(6) 2015. Product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Analysis of the ins s/n: (B)(4) found insignificant anomalies. (B)(4).

Event description:
The consumer reported that they wanted their device removed because it felt uncomfortable. The device functioned without a problem. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.